Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung resection. According to the reporter: procedure: partial resection of lung. Customer states that during an open surgery for lung cancer, doctor fired idrive with the egia45amt to right lower lobe. This was the second fire to the right lower lobe. He/she found the visceral pleura between the staple lines of the first and second fires was torn and leaked air. He/she confirmed that tissue stuck in the knife channel. The tissue was repaired with tissue adhesive. The next three fires were successful. Patient is in good condition. The patient is in good condition. Operating time extended less than 30 min. No additional tissue resection. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).